Manufacturer narrative:
Failure analysis (fa) lab received a ddi board. An investigation was performed and the reported issue could not be duplicated. No failure was found.

Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator and verified start/stop switch is intermittently working. Replaced ddi board and performed adjustments per 3100a service manual. Performed patient circuit calibration and performance check, all passed. (B)(4).

Event description:
The customer reported that the start/stop switch on the ventilator is intermittently working. It holds pressure fine. Depress it several times and it won't start, then press it again it will start. No patient involvement.

Manufacturer narrative:
Device evaluation should of been selected in the follow-up report 001, should have not been selected in the initial medwatch report.